Manufacturer narrative:
The ge representative conducted an on-site investigation. The high voltage and control c-arm cable were replaced. The system was tested and is now operating as intended.

Manufacturer narrative:
The ge representative conducted an on-site investigation. The high voltage and control c-arm cable were replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system would not display images. No patient injury was reported.